Manufacturer narrative:
The product is unavailable. The plant evaluation is underway.

Event description:
A patient reported a burn to the left corner of their eyed 1-day post thermage flx procedure. The patient stated that the burn has scabbed over. Additional information has been requested but the patient refused to supply further details.

Manufacturer narrative:
Correction b3 date of event: from 09dec2022 to 10dec2022. No treatment tip was returned for evaluation by the clinic. Datacard logs were returned and based on the evaluation of the data, the system and handpiece performed as expected. The user will want to verify proper treatment technique, position and orientation (with adequate coupling fluid and equal tip to skin contact and pressure). When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of the acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. Solta medical provides safety considerations in the thermage flx user manual when treating the eyelids. Users must follow procedural instructions so the treatment is performed in a safe manner. Solta medical emphasizes that only plastic ocular shields with proper sizing must be used during thermage flx treatment in order to prevent serious eye injury from the thermal effects of the radiofrequency energy used by the system. Although metallic ocular shields may be appropriate to use with certain laser treatments of the eyelids, they are not appropriate for use with thermage as metallic ocular shields will conduct the thermal energy from thermage¿s radiofrequency energy directly to the eye, causing damage. Eye shields are not provided by solta medical. According to thermage flx system user manual, burns and blisters are known possible adverse patient reactions to thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirement were met and show final manufacturing test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is required.